Event description:
The customer reported the system had exposed wires showing. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site investigation. The problem was verified. The rep replaced the hv cable and footswitch. System now operates as intended.